Manufacturer narrative:
Complaint product experience coding was updated to better describe the reported event. Therefore, h6 medical device problem coding was revised accordingly. Investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the vascular dissection, according to the clinical details, right iliac artery dissection was noted after the patient forcibly pulled on the pump. The complication was successfully managed. The cause of the vascular damage issue is most likely user-related, due to applied excessive force, as per the clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
This MDR is being submitted under the correct device to replace MDR 1220648-2025-46459, which was previously submitted under an incorrect device (introducer) due to an administrative error. The initial MDR was filed within the required reporting timeframe, therefore this replacement MDR is not considered late. A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient noted as high-risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. It was reported that during the hrpci and while on impella cp support, the patient became agitated, sat up, and had to be restrained. The patient then reached up and grabbed the repositioning unit of the impella cp and forcibly pulled on it. An angiogram was performed afterwards and a dissection in the right iliac was revealed. The decision was made to remove the impella cp and hold manual pressure. Manual pressure was held for sixty minutes and then a femstop was applied to the site. Distal pulses were confirmed, and the patent was released to the cardiac care unit in stable condition.